Event description:
The physician implanted a gore propaten vascular graft in a dialysis patient. The next day, the patient developed arterial steal. The graft was removed and discarded. The patient did not have another graft implanted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.